Event description:
It was reported the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level that was displayed as "high," although a specific value was not provided, and ketones that were not identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released on 9/13/25. System check with tandem technical support confirmed the pump was functioning as intended.

Event description:
It was reported that the insulin gauge was inaccurate. The cartridge was reading 0 units after the customer had filled it. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level that was displayed as "high," although a specific value was not provided, and ketones that were not identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.